Event description:
It was initially reported on an implant card received that the pt's pulse generator was replaced due to an end of service condition and the lead was replaced due to a lead discontinuity. It is unclear at this time what was the cause of the lead discontinuity as reported. No further details have been made on the issue as good faith attempts are still in progress. Review of the manufacturer's programming history database indicated that the last known diagnostics were performed on (B)(6) 2007, which were within normal limits.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.